Event description:
It was reported that while using the plate cdc anaerobe 5% sb 20 ea that there was contamination. The following information was provided by the initial reporter: according to the customer's report, the media was found to be contaminated before usage.

Manufacturer narrative:
H.6 investigation summary: we could confirm this issue as a report from photo. The issue was contamination. We couldn't find out what contaminant was because no returned sample. No issue in retention and DHR. No trend. Root cause was undetermined.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the plate cdc anaerobe 5% sb 20 ea that there was contamination. The following information was provided by the initial reporter: according to the customer's report, the media was found to be contaminated before usage.